Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded electronic and motor assemblies. The pump was received with cracked case at lcd window corners, reservoir tube and battery tube threads, scratched lcd window and missing endcap sticker. The pump was unable to perform any test due to unresponsive buttons. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated the high readings with syringe. The mother stated that there is moisture under the screen but does not know why. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.